Event description:
On (B)(6) 2012, the lay user/patient's spouse contacted lifescan (lfs) alleging the patient's onetouch ultra2 was reading inaccurately high and erratic. On (B)(6) 2012, the (B)(4) spoke with the patient's spouse (reporter) to obtain and verify information. The reporter claimed the alleged issue began approximately 3 weeks ago (exact date/time unknown) when her readings started fluctuating. The patient reportedly observed blood glucose results of "53 and 261 mg/dl" performed within 20 minutes of each other. She also felt the "261 mg/dl" result was higher than her usual readings. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient reportedly tests twice per day; once in the morning and again in the evening and manages her diabetes with metformin pills 1000mg which she continued with, after the alleged issue. The reporter claimed that two days after testing and receiving the alleged high and erratic readings, she developed symptoms of "shaking." He confirmed that she did test her blood glucose as usual on the day of her symptoms, but could not specify the results obtained or when she developed the symptoms. He stated she self-treated by eating a candy bar at an unknown time and contacted her doctor who advised her to reduce her metformin dose to 500 mg on the same day. He confirmed that she felt better after eating the candy and since her medication had been adjusted, her blood glucose has stabilized. No other device was used for testing. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measure. The subject tests trips were unexpired and stored correctly. It was discovered that the code was not correctly set on the subject meter. After correctly coding the meter, the cca assisted the reporter with a control solution test and it fell within the range specified on the vial of test strips. The issues were resolved and replacement products were sent to the patient. Although the blood glucose values remain unknown on the day of the symptoms, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 (06/15/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.